Event description:
It was reported through the filing of a lawsuit that in november 2019 the patient underwent an sci implantation due to diagnosed hallux rigidus in his right foot. It is alleged that the cartiva implant has not been effective in alleviating pain or restoring range of motion. The device was surgically removed on (B)(6), 2022.

Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. The device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.